Event description:
It was reported that some of the lights were out on the system. The customer believed that only one light was working and the entire camera head seemed to be upside down. No pt injury was reported.

Manufacturer narrative:
Eval results pending analysis of the product.